Manufacturer narrative:
The investigation determined that a higher than expected result was obtained from a single vitros lpv fluid using vitros amon micro slides on a vitros 5600 integrated system. The investigation could not determine the most likely assignable cause; however, a transient instrument or reagent related issue cannot be ruled out. The customer¿s fluid and slide handling protocol was not questioned, therefore, improper fluid or slide handling protocol cannot be ruled out as contributing to the event. A review of vitros amon quality control results indicated the customer is still experiencing vitros amon within-lab imprecision. The investigation is ongoing.

Event description:
The customer observed a higher than expected result from a single vitros lpv fluid using vitros amon microslides on a vitros 5600 integrated system. Vitros lpv result of 277.3 umol/l vs. Expected result of 190.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of affected patient results and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event ere to recur undetected. (B)(4).